Event description:
A surgeon reported a patient experiencing hyperopia following intraocular lens (iol) implant surgery. The iol was noted to have dislocated. The surgeon also reported that zonular dehiscence was noted at the time of surgery and a vitrectomy was performed to remove the viscoelastic. In a follow-up, the surgeon reported that the iol appears to be stable (almost two months from date of event) and will resolve with treatment. He also reported that the iol probably did not cause or contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/21/2009 by fax and mail. A completed questionnaire was received on 06/02/2009. This report was mailed to FDA on: 06/17/2009.